Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "comparative clinical study of the prophylaxis of heterotopic ossifications after total hip arthroplasty using etoricoxib or diclofenac" written by sebastian winkler & hans-robert springorum & tobias vaitl & martin handel & sabine barta & victoria kehl & benjamin craiovan & joachim grifka published by international orthopaedics (sicot) (2016) 40:673¿680 doi 10.1007/s00264-015-3077-z on 4 january 2016 was reviewed for MDR reportability. The article identifies depuy corail and pinnacle products utilized the data from this study was extracted from 100 patients focusing on incidents of heterotopic ossification and the effectiveness of diclofenac verse etoricoxib in preventing heterotopic ossification (ho). The article reports a total of 34 patients total with heterotopic ossification detected. The article alleges that an increase of ho formation most likely decreases hip abduction and internal rotation. Adverse events of post-operative pain, nausea, vomiting, dizziness and diarrhea were correlated to the study medications. Further incidences were categorized as serious adverse events (within 6 months post op) and not to be related to the study medication: a post-operative lymphadenectomy, a thrombosis, pulmonary embolism, rib fracture and a post-operative seroma. All patients had a full recovery and the article does not clarify if the patients received interventions for the serious adverse events. The article gives no further information regarding of any revisions or performance of depuy products and focused on outcomes related to medication study.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.